Event description:
On (B)(6) 2021 I was tested for covid via a pcr test. That test was negative. Was placed into quarantine due to family member testing positive. On (B)(6) 2021 use otc test kit to self-test test was negative (read after 15 minutes). (B)(6) 2021 had second pcr test to satisfy quarantine. On (B)(6) 2021 results came back as positive. Did another otc test with same test kit that test was negative (read after 15 minutes). The otc test kit was a binaxnow kit ref 195-160 exp. 2022-04-16 lot 166957 manuf 2021-10-11. The package that the test card can out of has a lot of 155953 exp 2022-04-16 the kit was purchased at a (B)(6) in (B)(6). FDA safety report ID # (B)(4).